Event description:
Litigation papers allege: persistent severe pain and discomfort in his right hip, groin and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated. Physicians advised patient that he suffers from elevated levels of cobalt metal ions in his blood stream due to the failed hip. In (B)(6) 2010, patients cobalt level was 2.2. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. This can cause significant health problems, the exacerbation of pre-existing conditions, while subjecting the patient to increase medical diagnosis and treatments.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2011 plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.